Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The mildly calcified target lesion was located in the proximal left anterior descending artery (lad). The lesion was predilated with a 2.5mm non bsc balloon and then a 2.75x28mm promus element stent was deployed in the lesion at 12atms. However, during deployment of the stent, a dissection occurred at the distal end of the stent in the lad lesion. A 2.5x16mm promus element stent was deployed at the distal end of the previously placed stent to cover the dissection. The procedure was successfully completed with no additional patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).